Manufacturer narrative:
The ppct brahms elecsys cobas reagent expiration date was not provided. The cobas e 402 analytical unit serial number was (B)(6). The calibration was last performed on 09-apr-2026. The field service engineer checked the instrument and found that the internal tube was slightly damaged. He replaced the tube and decontaminated the instrument. Functional tests were performed, and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with pct brahms elecsys cobas assay on a cobas e 402 analytical unit. Initial result: 0.511 ng/ml. The sample was sent to a different laboratory and was repeated on a cobas e 411 analyzer. Repeat result: 0.096 ng/ml. The repeat result was deemed to be correct.

Manufacturer narrative:
The qc was within range before the sample measurement. The field service engineer (fse) identified that the root cause was due to a damaged tube (component failure). The analyzer was performing within specifications. The service action performed by the fse resolved the issue in a trained service process. No further issues were reported after the service.